Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a left laparoscopic colon procedure, after 30 minutes of utilization, the device displayed a signal error. The instrumentalist cleaned the blade with gauze, but at that moment the blade detached. The case was carried out by using another device. There were no adverse consequences for the patient.